Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that when the health care professional (hcp) tried to update the pump they saw an error code. They changed batteries and tried to update the pump again and saw the error code again. The hcp indicated that there was no session report of the update. The specific error code was unknown, but was reported as having some ¿8s¿ in it. The hcp powered off the clinician programmer, reseated application card and turned the programmer back on. The pump was re-interrogated and the pump was in stopped pump mode. The hcp indicated that they were performing a bridge bolus. The programming was later confirmed and described as went through and session report was there. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.